Manufacturer narrative:
Info received via data summary report from site in support of an investigator sponsored study. No further info is available at this time, although it had been requested. If add'l info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported, "revision of accolade tmzf stem at 4.3 years post-op due to aspetic loosening."